Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not available for manufacturer evaluation. As such, a definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. A records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There were no nonconformances or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition, the DHR review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event during drain one of peritoneal dialysis therapy. The occurrence was discovered while reviewing the patient¿s treatment records for patient not draining. It was noted that the patient had drained 4862ml which is 195% the patient¿s prescribed fill volume of 2499ml. Upon discovery of the iipv event, the technical support representative advised that the patient discontinue use of the cycler and offered to replace the cycler but the peritoneal dialysis nurse declined. The cause for the iipv event was unknown. There was no patient injury or medical intervention associated with the event. The patient completed their therapy using manual supplies. The patient has been able to continue with their treatments without complication.